Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 7mm distal from the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in moderately tortuous and mildly calcified forearm shunt blood vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in vascular access intervention therapy procedure. During the procedure, it was noted that the balloon ruptured at 10 atmospheres upon second inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and mildly calcified forearm shunt blood vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, the balloon was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no complications reported and the patient was stable after the procedure.